Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was exchanged on 04nov2024. There were no alarms at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines in the liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The controller was noted to have vertical white lines in the lcd which caused a white screen. The line in the lcd is a known issue related to the lcd itself. This affected the controller¿s ability to display messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller display did not work. It lit up white but the numbers were not visible. The green pump symbol lit up, the alarm worked normally, and the pump was functioning as intended. The patient was to present to the hospital for a controller exchange. The exchange took place on (B)(6) 2024.